Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was unconfirmed. The dimensional analysis found all features conforming to specifications. The returned components were damaged during the assembly process. If the components are not properly aligned the mechanical damaged observed can happen. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends this report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during an initial reverse shoulder procedure, the humeral bearing was not assembling with the tray during an initial comprehensive reverse shoulder procedure. The rep believes this is an issue with the ring. The assembly was done on the back table and had no patient involvement. There was no delay in the procedure and a second bearing and tray were opened and assembled without issue. The rep stated he is aware of the field communication for bearing and tray assembly and that it was done correctly.